Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, a loss of sensing, high capture threshold, and episodes of noise were observed on the right atrial (ra) lead. During the replacement procedure, insulation damage was visually observed on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of insulation damage, failure to sense, noise, and high capture threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not reveal any anomalies with the exception of procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts.